Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-11672. It was reported that during reprogramming diagnostics revealed high impedance. The patient lost therapy. Field representative was able to get effective bilateral therapy with a lower amplitude. Issue was temporarily resolved. It is also planned to replace ipg. As a result, the patient is awaiting surgical intervention.

Event description:
Additional information was received that surgery occurred on (B)(6) 2021 to explant and replace the ipg to address the issue. Diagnostic testing revealed high impedance on the lead. Further surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred on (B)(6) 2021 to disconnect the existing lead and to implant an additional lead to address the issue.